Manufacturer narrative:
No product was received as the involved device was not returned for evaluation. No radiographs or testing data was provided confirming the reported screw back out or the propionibacterium acnes bacterium. The root cause of the propionibacterium acnes is unknown but is likely the result of environmental contamination. Post-operative infection is a known complication of surgical procedures that can be the result of environment contamination, incomplete sterilization or patient related factors. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. It is unknown what the patient post op activity levels were or whether they experienced any falls or other accidents. The patient's bone quality is unknown. The root cause of the screw pull outs is unknown but could be the result of poor bone quality or excessive post op activity. No additional investigation can be completed at this time. Label review: "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) - infection..." "...3. Care should be used in the handling and storage of the vuepoint implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from. Corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the vuepoint implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the vuepoint implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." "...cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions doc #9400896 before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a d prefix part number may be disassembled. Please refer to the additional disassembly instructions for these instruments..." "...sterilization: all non-sterile instruments are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions doc #9400896..."

Event description:
On (B)(6) 2021 a patient underwent a posterior cervical fusion procedure from c3 to t1. On january 2nd 2022 during a post op follow up it was discovered that two screws from the construct had pulled out at unknown levels of the spine. It was also noted the patient developed propionibacterium acnes at unknown levels of the construct. Multiple cultures were tested positive and unknown antibiotics were given to the patient. The testing results were not provided. On a unknown date a revision occurred. No information could be provided regarding what date the revision occurred on or what took place during said revision.